Event description:
This lead was implanted on (B)(6) 2003 and remains implanted at this time. This lead was repositioned on (B)(6) 2004 because it was dislodged and was retracted into the right atrium. Threshold, sensing and impedance was retested using the pacing system analyzer, all numbers were normal. Device-based testing in both the right atrium and right ventricle were normal as well. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).